Event description:
In reviewing a pt's clinical notes received (B)(6) 2011 that the pt had been explanted as he felt the vns was exacerbating his seizures. A review of the MFR's programming history database showed last known diagnostics to be performed on (B)(6) 2007, showing output status=ok, 2.25 ma delivered, impedance=ok, dcdc=5, and eos=no. Settings at this time were 2.25 ma/30 hz/500 microsec/21 sec/0.5 min and 2.5 ma/500 microsec/60 sec. This generator was explanted (B)(6) 2007. However, now that the generator has been explanted, the pt's seizures are worsening; consequently, the pt is desiring to be re-implanted. The generator underwent product analysis at the MFR's site, and no anomalies or adverse conditions were found. The generator was operating within specs. Good faith attempts to gain more info on the reported events have been unsuccessful to date.